Manufacturer narrative:
(B)(4). Citation: j min access surg. 2010; 6: 70-5. Doi: 10.4103/0972-9941.68583. [(B)(4)].

Event description:
It was reported via journal article: "title : laparoscopic splenectomy in patients of ss thalassemia: our experience". Author : nirmal m patle, om tantia, prakash kumar sasmal, shashi khanna, bimalendu sen. Citation: j min access surg. 2010; 6: 70-5. Doi: 10.4103/0972-9941.68583. The aim of this study was to evaluate the feasibility and safety of laparoscopic splenectomy in the difficult setting of ss thalassemia. A total of 50 patients (29 male and 21 female patients; age range: 4 to 31 years old) with ss thalassemia underwent laparoscopic splenectomy between january 2006 and december 2008. During the surgical procedure, the first step was to mobilize the inferior pole of the spleen with the help of ultracision. The next step involved opening the lesser sac and ligating the short gastric vessels. The authors practiced the "anterior approach" method, dissecting the splenic artery above the superior pancreatic border at the hilum and ligating it with mersilk 1-0 double ligatures in continuity. The splenophrenic ligament was divided after ligation of the splenic vein. The splenic vein was doubly ligated with mersilk 1-0 sutures. Reported complications included peri-operative bleeding and peri-splenic adhesions (n-1) which required conversion to open-method splenectomy, excessive bleeding (n-1), port site infection in (n-2) which was controlled with local dressings and antibiotics, and prolonged drain output (tested negative for amylase) for 8 days (n-1) which resolved spontaneously. It was concluded that laparoscopic splenectomy is feasible and safe even in patients of ss thalassemia with massive splenomegaly. Removal of specimen via a pfannenstiel incision significantly saves time, carries low morbidity and is a cosmetically acceptable alternative.